Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, edema, and pruritus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 3 days after injection to the nasolabial folds and corners of the lips with juvederm ultra plus xc patient developed erythema, edema, and pruritus at the injection sites. Patient was treated with hiderax tablets.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.